Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused blood clots, clotting and/or occlusion, thrombus, inferior vena cava (ivc) filter occlusion and removal required use of laser and forceps and recanalization. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twelve years post implant. According to the medical records, the patient has a history of morbid obesity, chronic venous insufficiency with wounds and dermatitis, asthma, obstructive sleep apnea, gastro-esophageal reflux disease, hiatal hernia, transient ischemic attack, lap banding procedure, hernia repair, complicated by bleeding and 5-month hospitalization, at which time the ivc filter was placed, and right hip replacement. Approximately nine years later the patient developed a right lower extremity dvt and was treated with coumadin for six months. Approximately three years later the patient developed an extensive dvt from the right popliteal vein to the ivc filter, the patient was treated with anticoagulation and the ekos and vascular reconstruction. The records noted that the extensive dvt was acute on chronic and involved the right femoropopliteal and iliac segments secondary to filter associated thrombosis from a long-standing trapease filter within the right sided ivc (patient had duplicate ivc). The patient underwent catheter directed pharmaco-mechanical thrombectomy of the right femoropopliteal segment on two consecutive days followed by ivc filter retrieval and right iliac venous stent reconstruction and recanalization 8 days later. The patient experienced an iatrogenic post-procedural large intramuscular hematoma of the right distal thigh to proximal calf hematoma, after the thrombectomy procedures. During the explant procedure right internal jugular and right femoral vein access was gained to use a combination of wire loop technique with spectranetics laser and rigid jaw forceps to extract the filter. Balloon angioplasty of the right femoroiliocaval chronic dvt in addition to stent reconstruction and recanalization were performed. The procedural notes that the filter was removed intact. Post intervention venogram demonstrated restoration of adequate flow and caliber to the right femoroiliocaval venous system. At the time of the filter removal a pigtail catheter was inserted into the popliteal hematoma for symptomatic relief and removed later that day. The patient received 12 units of packed red blood cells throughout the day related to the hematoma. The hematocrit and hemoglobin stabilized, no further transfusions were required, and the patient was discharged 5 days after the filter removal procedure. There is currently no additional information available for review.the product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion and thrombosis within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. It was reported that an iatrogenic hematoma developed post infusion of thombolytics, as indicated the event is related to the procedure and the thrombolytic agents used to aide in dissolving the clots. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact device implant date is unknown, but the patient states the device was implanted in 2005. As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the implantation, the patient developed thrombus occlusion within the filter. Removal of the filter required the use of laser and forceps. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to: thrombus and inferior vena cava (ivc) filter occlusion. Removal required use of laser and forceps. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.